Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The event involved a customer allegation of a device that was seen smoking and has visible evidence of burn on the power cord near the plug. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation shows a burn mark on the ac cord just above the ac plug (male end). There were no reported bare wires or insulation exposed. The fse plugged the ac cord into an ac outlet and noted smoke coming from the ac cord where the burn mark is, observed the ac icons on channel 1, 2, and 3 turn on. The ac cord was checked for opens shorts, and continuity, and it was found the ground and hotwires had continuity and the neutral wire had intermittent continuity. The neutral wire was found burned. The probable cause was due to a faulty ac cord.

Event description:
The event involved a customer allegation of a device that was seen smoking and has visible evidence of burn on the power cord near the plug. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.